Manufacturer narrative:
It was reported that the patient was found collapsed in the yard with a scalp laceration. Resuscitation was performed upon arrival at the hospital; however, it was unsuccessful and the patient was pronounced dead. The patient death was reported due to arrhythmia. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. Based on the available information, the cause of death was reported as arrhythmia. However, the cause of arrhythmia cannot be determined. No new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.

Event description:
This complaint consists of tht registry data from japan. The information was obtained through the registry; no further details have become available for this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 27mm navitor vision valve was implanted. On (B)(6) 2025, the patient was found collapsed in the yard with a scalp laceration. Upon arrival at the hospital, resuscitation was performed. However, it was unsuccessful and the patient was pronounced dead. The cause of death was arrhythmia.